Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which can be passed on through various routes of transmission. Infection is a known potential complication of patients after any surgical procedures or in those with open access sites. Bleeding is a known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With review of the available information there is no indication of any device malfunctions or performance issues that may have contributed to the reported event. Based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed are multifactorial and may be attributed to the patient's recent infection, medical treatment, progression of disease, and patient comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient was admitted from home on (B)(6) 2017 for elective surgery to revise the hvad driveline exit site. The patient was diagnosed with a driveline exit site infection on (B)(6) 2016 (previously reported) which has worsened over the past two months. Blood cultures were negative.  The decision was made by the vad team to intervene surgically. The patient was instructed to dose down his warfarin prior to being admitted. The patient was taken to the operating room on (B)(6) 2017 for debridement of the driveline exit site and revision of the driveline tract.  On post-operative day four, the patient's hemoglobin dropped 2g after starting intravenous heparin on post-operative day two.  The patient was transferred to the intensive care unit (ICU) for closer monitoring.  Every time the team attempted to start intravenous heparin, the patient bled from the surgical site.  The patient's hemoglobin continued to drift downward but he did not receive any blood transfusions. The patient was on routine surgery antibiotic regimen and oral anticoagulants (aspirin 325 mg daily and warfarin).  The team discussed decreasing his international normalized ratio (inr) goal to 1.8-2.2 until recovery. The patient had no further bleeding events and was discharged home on (B)(6) 2017 with a therapeutic inr. The patient's white blood cell (wbc) count remained normal throughout hospital course. No further information was provided.